Event description:
It was reported that, "the diameter of the end of the lag screwdriver that attached to the t-handle is too large to fit into the t-handle. As a result, it gets stuck in the t-handle. It had to be soaked and worked on to disassemble from the t-handle."

Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed any additional information will be reported in a supplemental report.